Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported) to facilitate abutment was exchanged; subsequent to reports of tenderness at the abutment site. The implanted device remains.